Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip broke at 28,203 joules and 3:39 minutes of use and then forward fired. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was detached and not returned. Additionally, the outer flow tube overlaying the glass tip appeared stretched/damaged and distorted. The reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. A device history record (DHR) review indicated that there were no manufacturing issues that could have contributed to the reported event. A labeling review was conducted, and evidence suggested the device was used in accordance with the instructions for use (IFU). The IFU warns: to avoid greenlight fiber damage or breakage, do not bury the tip in tissue, do not retract or probe tissue with the device, and to not bend at sharp angles. The IFU also instructs the user: in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Based on the investigation, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip broke at 28,203 joules and 3:39 minutes of use and then forward fired. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber tip broke at 28,203 joules and 3:39 minutes of use and then forward fired. The procedure was completed with another device. There were no patient complications.